Event description:
Devices were used during a laparoscopic choleccystectomy procedure and the case was completed uneventfully. Post surgery, the pt's vital signs began dropping while in recovery. A laparotomy was performed and perforations to the ileum and aorta were repaired. The pt was sent home without further complications.